Event description:
It was reported that during a da vinci si hysterectomy procedure, while the surgeon was suturing with the mega suture cut needle driver instrument, the instrument broke and wires came out of the end. No pieces were reported as falling inside the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that one grip close cable was found to be broken at the distal idlers. The idler pulley was able to spin freely and it did not exhibit any damage. The cable segment was sticking out at the wrist. Other cables at wrist are not damaged. The customer reported complaint does not itself constitute a reportable event; however, the broken cable if to reoccur could cause or contribute to an adverse event.